Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had dark colored urine and the pump power was elevated. The lactate dehydrogenase, plasma free hemoglobin and echocardiogram were unremarkable. The urinalysis was positive for gross hematuria. The patient was admitted and was on heparin drip for two days. There were no changes on the patient¿s oral anticoagulation since the inr was at goal (2.5-3.5). The log files were unremarkable.